Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell, red particles and the device was underweight. A visual and microscopic analysis was performed which identified sharp broken on radius, striated opening on anterior, missing shell and creases fold. A dimension measurement of the shell was performed which identify the thickness was within specification. Based on the device analysis the final assessment is: a sharp broken on the radius due to an unidentified (tear) opening. A striated broken on anterior due to surgical damage consist with the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Health professional reported right side rupture. Device has been explanted.